Manufacturer narrative:
H3: no conclusion can be drawn. No evaluation was performed, as the device was discarded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: pli (10): no conclusion can be drawn. No evaluation was performed, as the device was not returned. Date of notification: (B)(6). 2023 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure of craniotomy, the tool was broken. No patient impact reported. The procedure was completed using alternate device. Additional information regarding the event was being followed-up.

Manufacturer narrative:
Corrected info: h5 label for single use corrected from "no" to "yes" and added the concomitant device details used with the reported tool. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: em200, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) ; product ID: as08, serial/lot #: p05989101, ubd: , UDI#: (B)(4) ; product ID: 8td1512, serial/lot #: unknown, ubd: , UDI#: ; product ID: as08, serial/lot #: (B)(6), ubd: , UDI#:(B)(4); product ID: em200, serial/lot #: 14j0015, ubd: , UDI#: (B)(4) h3: product analysis: pli (20) - em200 - 15a6098:evaluation determined that depth test was not good. The likely cause of failure is inadequate preventative maintenance. Pli (30) - as08 - p05989101:evaluation determined that color and stamp were deteriorated. The likely cause of failure is inadequate preventative maintenance. Pli (50) - as08 - p05989102:evaluation determined that color and stamp were deteriorated. The likely cause of failure is inadequate preventative maintenance. Pli (20) - em200 - 14j0015:evaluation determined that depth test was not good. The likely cause of failure could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On follow up, it was confirmed that there was no patient or staff impact and no information regarding fragments left inside the patient. Pli(40) - 8td1512 was added to the product event as it was the alternative device that was used to complete the procedure.

Manufacturer narrative:
H3: pli(10) - 8td1512: no evaluation was performed, as the device was discarded by the customer. Pli(40) - 8td1512: no evaluation was performed, as the device was discarded by the customer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.